Event description:
A malfunction was reported on the pump, and the customer was unable to confirm fault ID because they reset the pump prior to calling technical support. There was no reported adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.